Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed. The pod functioned as intended.

Event description:
It was reported that the patient had to seek medical attention due to hyperglycemia. The patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient is in a rehabilitation center due to a broken leg. A doctor was called to the rehabilitation center who treated the patient with 10 units of novolog insulin. The pod was worn when seeking medical attention. Additionally the patient believes the high bg's were due to having a very high carb drink that morning.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.